Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was recently implanted, is exhibiting an out-of-range shocking impedance on a competitor's lead during the lead integrity test (lit).the impedance was normal during the high energy shock test. There is no noise on the shock channel.